Event description:
The pt was at home and heard the pump alarming at 18:03. The pump was interrogated the next day and a motor stall with no recovery was confirmed via the telemetry. The pump was replaced. There was reported to be no pt injury and the pt recovered without sequela. The device system was used to deliver dilaudid and clonidine.

Manufacturer narrative:
(B)(4). Device has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.